Event description:
Additional information: relevant autopsy results: the immediate cause of death is difficult to determine based on anatomical findings. However, the presence of fresh thrombi in the pulmonary arteries and splenic infarct raise the possibility of thromboembolization. Thrombosis is a common complication in patients with mechanical cardiac devices. Considering the extensive fibrosis/scarring identified in the decedent'' s heart and the history of dilated cardiomyopathy, even focal thrombi may result in a significant burden on the injured heart and acute failure and fatal arrhythmia. At the autopsy, we identified an intact lvad device with intact suturing, properly placed within the heart a recent study has identified that a pre-lvad history of ventricular arrhythmia is a significant predictor of post-lvad ventricular arrhythmia, but not of decreased survival (1). The clinical history was significant for paroxysmal ventricular tachycardia, which may have increased the likelihood of a fatal arrhythmia. Underlying causes of death included the familial dilated cardiomyopathy. Diabetes and hypertension probably played a significant role in the pathogenesis of an underlying cardial injury.

Manufacturer narrative:
Non-laminated depositions consistent with a low flow event were confirmed through the evaluation of vad-10538. The device was returned assembled with the percutaneous lead (lead) intact. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow graft, bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. Examination of vad-10538 upon disassembly revealed depositions of blood throughout the device. These depositions were non-laminated and appeared indicative of poor surface washing due to a low flow event. Additionally, the grainy texture of the depositions within the sealed inflow and outflow conduits suggests that the explanted pump was treated with a fixative agent (e.g. Formalin, formaldehyde, or paraformaldehyde) before being returned for evaluation. Although a root cause for the observed depositions could not conclusively be determined through this evaluation, these depositions are consistent with the report that the patient was found disconnected from a power source. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The lvad was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was found expired at home near her bed and power module. It was reported that she was not connected to either the batteries or power module when she was found.